Manufacturer narrative:
(B)(4). S/w version unknown. Retainer ring = black. The insulin pump was returned for crack alongside battery compartment found on (B)(6) 2021. Insulin pump received with blank display. Unable to perform the displacement test, sleep current test, active current test and self-test due to blank display. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1 / pcba 2 / force sensor / motor / harness assembly vibrator. Test p-cap and reservoir locked properly into reservoir compartment during testing. Unable to download the history files using thus software due to blank display. Insulin pump tested with reference test electronics stack pcba2, was able to boot up properly with no unexpected blank display noted. The following were noted during visual inspection cracked case at battery tube side. Blank display due to moisture damage on electronics assembly stack pcba1 and pcba2. Insulin pump was confirmed for physical damage on the battery tube compartment area. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic stated that the cracked in battery side compartment. No harm was required during medical intervention. The insulin pump was returned for analysis.